Event description:
Pt in o.r. For repair of fractured hip. During drilling of bone, drill bit broke off in bone. Piece left in bone because surgeon felt retrieval would further reduce stability of the bone. Pt's full recovery expected.